Event description:
In additional information, it was reported that the customer was using the legacy rhino device set with a new tracheostomy tubes model which accounts for the difficulty experienced. A cook representative and a representative from the tracheostomy manufacturer visited the customer facility. Education and training was provided to ensure the correct devices are utilized.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: on (B)(6) 2022, clarification was received indicating that the reported failure was a gap between the loading dilator and tracheostomy tube related to inadvertent component incompatibility. There is no evidence to suggest that this failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Manufacturer narrative:
(B)(6). Occupation: respiratory therapist. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the dilator of the ciaglia blue rhino percutaneous tracheostomy introducer set was more flexible when compared to the previous version. The user had concerns that the dilator would be hard to direct through a difficult cartilage ring, which is not an infrequent occurrence. There is less of a feel of trajectory of the tracheostomy during placement. The system is now essentially straight in contrast to the previous version which was curved. The curve gave the operator the opportunity to direct the tip behind the sternum, as opposed to simply trusting that the selinger technique would allow the device to go in the appropriate place. Additional information regarding event and patient details has been requested, but is currently unavailable.